Event description:
Additional information was received from the health care provider (hcp). The pump had been in flex programming and they had to reprogram all the information but did not have all the info there at the time of the issue. The hcp had to go back to obtain the programming info to be able to reprogram the patient's pump.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8703w, lot# l45807, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml, 1330.8 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and multiple sclerosis. It was reported that on (B)(6) 2015 the reporter saw a broken 8840 icon on the clinician programmer. The reporter did not recall the code on the screen. They were updating the pump and the programmer stopped, and she saw an error code. She then re-read the pump and noticed the pump was stopped. By the time she read the pump with the new programmer the pump had been stopped for approximately 36 minutes. The reporter was unsure whether something was wrong with her programmer, so she went back to her office and got a 2nd programmer. The reporter was walked through reprogramming the pump into flex mode and it updated successfully the 2nd time. No troubleshooting, symptoms, or cause of the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.